Manufacturer narrative:
The pump had a button error alarm due to a corroded keypad trace. There was no moisture damage found on the electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she got a button error alarm on the insulin pump while trying to get some insulin. Customer stated that this happened to her before a couple of years ago. Customer's blood glucose was 330 mg/dl. Customer was trying to treat with the insulin pump and stated that she has a back-up plan. Customer explained that it was very hot and humid where she is. Customer stated that she can see some of the humidity inside of the pump. Customer stated that the pump stopped alarming and then he started back again. Customer was advised to remove the battery to stop the pump from alarming. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.